Event description:
It was reported that the dermatome wasn't cutting evenly during surgery and there were jagged edges to the skin graft. No additional grafts were needed and there was no delay to the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. Review of the most recent repair record determined the insulation of the cable was damaged, unit out of calibration, and motor speed unstable. The motor, bearings, and plug were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the dermatome wasn't cutting evenly during surgery and there were jagged edges to the skin graft. No additional grafts were needed and there was no delay to the procedure. No adverse events were reported as a result of this malfunction.